Manufacturer narrative:
Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to the pictures provided by the customer, a breakage in the dilator was observed but not a complete separation from the tip. The potential cause of the damage cannot be established. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial flutter ablation procedure with a vizigo and the dilator was broken/damaged at the tip. It was reported that before the operation, the tip of the device was damaged. A second device was used to complete the operation. There was no adverse event reported on patient. The needle used was a medit medical.